Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Patient additionally reported able to "feel something under the breast." Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Patient additionally reported able to "feel something under the breast." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, brown particles on the gel, underweight and crease fold. A microscopic analysis was performed which identified: broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact and wear abrasion. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as surgical impact.

Event description:
Additionally, healthcare professional reported capsular contracture baker grade iii and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6. Clarification to d.7.: explant date has been populated.